Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer is calling to report a high blood sugar of 546 mg/dl. The customer states they're thirsty and are urinating. The patient treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. No medical intervention was required. The customer states there is a leak at the infusion site and they were advised as to how to resolve that issue. Nothing further was reported. The insulin pump was not returned for analysis.